Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg would not fully hold a charge and the patient had to charge more frequently. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient's ipg would not fully hold a charge and the patient had to charge more frequently. The patient will undergo a battery replacement procedure.